Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal stent struts were pulled distally out towards the distal tip. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink located at 48.9cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-apr-2020. It was reported that difficulty crossing was encountered. A 2.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion. The procedure was completed with a different device. No patient complications nor injuries reported. However, returned device analysis revealed stent damage.